Event description:
It was reported that an empty cartridge alarm occurred with several cartridges, while the cartridge was not empty. A supply change was performed to address the issue. There was no reported adverse effect to the customer's blood glucose level.